Event description:
After 2+ months implantation, this ICD was explanted because of pt death. It was reported that the device could not be interrogated after it was removed from the body. Reportedly, the pt's heart stopped after a taser gun was used on his leg. The pt was rescued by external defibrillators and two days later passed away. It was also reported that the pt had an enlarged heart. The ICD was not released to ela medical from the state attorney's office because it was reported that the device is considered evidence.